Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer the low blood glucose value was 50 mg/dl at the time of incident and the other blood glucose level was 200 mg/dl to 300 mg/dl, 294 mg/dl, 267 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose and food, and glucose tablets for low blood glucose. The customer stated that the symptoms related to high blood glucose such as sick. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was alleging possible pump under delivery and did not allege pump was over delivering. The device will not be returned for analysis.